Manufacturer narrative:
Unit was received with cracked/bleeding lcd screen. Unable to perform a displacement test due to physical damage to lcd screen. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump's screen had a crack. Customer's blood glucose level was 130 mg/dl. The customer could not read the screen and it was not functioning as designed. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.